Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug tip of a 6f exoseal vascular closure device (vcd) was found partially exposed outside the sheath of the device when it was unpacked. Hemostasis was achieved by manual compression. There was no reported patient injury. The device was stored and prepped per the instructions for use (IFU). There were no visible signs of device/package damage prior to use. The device was not manipulated out of the package. The device was prepped and the sealant did not move out of place. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the unknown vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The puncture site did not have visible calcium/plaque. There was no access vessel tortuosity. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal vcd was used in an interventional procedure with a retrograde approach. The physician had achieved certification on the use of exoseal vcd. The patient¿s bmi was greater than 40. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: the plug tip of a 6f exoseal vascular closure device (vcd) was found partially exposed outside the sheath of the device when it was unpacked. Hemostasis was achieved by manual compression. There was no reported patient injury. The device was stored and prepped per the instructions for use (IFU). There were no visible signs of device/package damage prior to use. The device was not manipulated out of the package. The device was prepped and the sealant did not move out of place. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the unknown vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The puncture site did not have visible calcium/plaque. There was no access vessel tortuosity. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal vcd was used in an interventional procedure with a retrograde approach. The physician had achieved certification on the use of exoseal vcd. The patient¿s bmi was greater than 40. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The product was returned for analysis. A non-sterile unit of product exoseal vascular closure device 6f was received inside of a clear plastic bag. Per visual analysis the delivery shaft was noted to have three kinks, the cowling guard was not depressed; indicator wire was not deployed, the deployment lever was not depressed, indicator window was received black/white color and the plug was not deployed. No additional anomalies were found. Per dimensional analysis the device was within specification. Per functional analysis the cowling guard was locked, and the indicator wire deployed, the indicator wire was pulled to move the indicator window from black/white state as received into the black/black state. At the black/black stage the deployment button was pushed down, it was completely depressed, and the plug was deployed. The indicator window turned into black/red/white state. The device performed the deployment process successfully and no anomalies were observed. Per microscopic analysis the device case was opened, and the internal mechanism was inspected. The internal mechanism is assembled correctly, and no anomalies were observed. A product history record (phr) review of lot 18179929 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿vascular closure device (vcd)-deployment difficulty/premature deployment¿ was not confirmed by analysis of the returned device as functional and dimensional analysis was performed successfully. According to the safety information in the instructions for use, ¿warnings do not use the exoseal¿ vcd if the package is damaged or any portion of the package has been previously opened. Do not use the exoseal¿ vcd if the device appears damaged or defective in any way. Examine the device for any damage. Verify the presence of all components.¿ the exact cause of the reported event could not be determined. The device performed as intended and therefore the reported event could not be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time at this time.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.